Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. It was found that the sample tubes the customer were being filled with a volume of 3 ml, while they have a target fill volume of 3.5 m as designated by the manufacturer. It was also found that the customer centrifuges patient samples at 30 minutes at 2200 g, while the manufacturer recommends 10-15 minutes at 1800-2200 g. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hcg stat results for 2 patient samples on a cobas e 801 analytical unit. For sample 1, the initial hcg result was 216 miu/ml. The sample was repeated on another module and the result was 12.4 miu/ml. For sample 2, the initial hcg result was 28.3 miu/ml. The sample was repeated on another module and the result was 2.14 miu/ml. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.